Event description:
Rocap syringes sent to pt to flush line per protocol; pt instructed to use blunt metal cannulas (packaged with flush syringes) to access injection caps. When syringe was removed from catheter, the cannula caused the rubber stopper to push in on itself. A new injection cap was applied with no further incidents.